Event description:
The following has been reported: nurse reported during a meeting between fk and mayo that they have been having volume issues with pumps resulting in under/over infusions. More information is pending from the customer regarding event descriptions, serial numbers, logs, and patient harm. A preliminary review identified the following issue: over and under infusions reported; no specifics unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Since the logs were requested three times and were not provided, the pump problem is unknown. Due diligence has been completed with no response. The reported issue, volume issues with pumps resulting in under/over infusions could not be confirmed or refuted. Serial number was not available therefore no dhrs are available and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.